Manufacturer narrative:
Neither the device nor any imaging were available for evaluation as they were retained by the hospital. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported by a representative from (B)(6) that revision was done for a screw and spacer backing out post-operatively.

Event description:
It was reported by a representative from japan that revision was done for a screw and spacer backing out post-operatively.

Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.